Manufacturer narrative:
The philips engineer reset the wireless footswitch base station. In addition, a wired footswitch was installed. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Event description:
It has been reported to philips that the wireless footswitch lost its connection with the base station and the wifi indicator was red. The system was not in clinical use when the issue was identified. No harm has been reported to philips.